Manufacturer narrative:
A siemens field service engineer (fse) was dispatched to the customer site. After evaluation of the instrument and instrument data, the fse checked probe alignments, checked volume dispensed by substrate and water probes, checked the dilution well, and performed a water test. The fse did not find an instrument malfunction. The cause of the discrepant rubella igm results is unknown. The instrument is performing according to specifications. No further evaluation of this device is required.

Event description:
Discrepant rubella igm results were obtained on three patient samples on an immulite 2000 instrument. Samples that initially test positive or indeterminate are rerun in duplicate by the customer. For three patients, the results did not match. The results were not reported to the physician(s). The correct results for the patients is unknown. There are no reports of patient intervention or adverse health consequences due to the discrepant rubella igm results.